Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately torturous left anterior tibial artery. A non-bsc guide wire was inserted through a 6f 90cm non-bsc introducer sheath and advanced across the target lesion. The 1.5mm x 20mm x 143cm sterling es monorail balloon was then advanced. The balloon ruptured at 5 atm on the initial inflation. The device was removed successfully and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).